Manufacturer narrative:
A ge oec svc rep investigated the issue and found a damaged interconnect cable lemo receptacle. The lemo receptacle was replaced. The sys was tested and found to be operating as intended. The sys was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effects were reported because of this malfunction.

Event description:
The ge oec 9800 fluoroscopy sys would reboot if the interconnect cable was moved during sys use.